Event description:
A physician attempted to use a closurefast catheter during treatment of the patients great saphenous vein (gsv). A guidewire was used for the insertion of the catheter. Proper temperature was reached. Tumescent infiltration was utilized. Local anesthesia was used. It was reported the that the device was difficult to remove and open surgery was required in order to remove the device. On removal the device appeared damaged. Vessel perforation was noted. The patient's condition is good now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one still image was provided for evaluation. The image is unclear and the upper portion of the catheter (heating coil ¿ detachment) cannot be seen. Product analysis: damage was noted to the catheter heating element/coil. The catheter heating coil/ element was damaged/ completely detached from the upper portion of the catheter shaft. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas (photo 6). All pins were visually inspected to be straight visual inspection of the returned catheter revealed four kinks along the shaft, the kinks were observed at approx. 14.1 cm, 77.3 cm, 78 cm 95.8 cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.